Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed internal leakage test during pre-use check . The air gas module was found damaged. After the air gas module was replaced, the ventilator was tested, passed pre-use check and was returned for clinical use. The provided logs confirmed the reported internal leakage test failure at the event date. Since the replaced air gas module was not returned for investigation, the root cause of the damages has not been determined,

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).